Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Implant date is unknown. Further information was requested but not yet received.

Event description:
It was reported that patient's lead was fractured and migrated causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Section d correction: suspect medical device information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.